Event description:
The customer contact reported the device alarmed with a s321 (motor error pmc, left) malfunction alarm code. The device was returned to the biomedical department with a report of a s321 malfunction alarm code during a delivery. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility a s321 (motor error pmc, left) malfunction alarm code was noted in the device history. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.